Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost r3.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost r3.x indicating that the line filter board burnt and completely melted. The device was in clinical use and there was no patient or user harm. Investigation is still in-progress.

Event description:
It was reported that the line filter board burnt and completely melted. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost r3.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost r3.x indicating that the line filter board burnt and completely melted. The device was in clinical use and there was no patient or user harm. The philips field service engineer (fse) visited the site and, based on visual inspection, concluded that the system had been subjected to a major power surge, leaving it non-operational. Replacement of the complete generator was recommended. However, the exact root cause and resolution could not be fully determined, as the system was being managed by a third-party vendor. Despite three good faith effort (gfe) attempts, no response was received from the customer. Philips did not perform any service activities, as the customer opted for a third-party service provider. Since the reported issue is being resolved by a third-party vendor, no defective product analysis by philips is required. No fire, flame, or visible smoke was observed in the reported incident, and the damage was limited to the line filter board due to a power surge. The risk has been assessed as acceptable, and as there was no potential for serious injury, the incident is considered non-reportable. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for reporting. Conclusion: updated evaluation method code. Updated evaluation results code. Updated (device) problem code grid. Updated component code grid.